Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the injection gold probe¿ failed to transmit current and that the needle was difficult to be advanced out of the sheath. Reportedly, the procedure was completed and there were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event, including patient and procedure information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.